Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.

Event description:
It was reported that top and bottom right "8" led on the display do not work. Customer reported that the middle and left "8" display do work. Customer also reported that the device is able to engage in pt monitoring. There were no consequences or impact to pt.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on, however, some of the display led segments do not illuminate. Internal evaluation revealed damaged to the system board due to fluid ingress. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two years with no previous reported issues prior to this reported event.